Event description:
"Patient is admitted to the 24/7 day hospital service to enable her right implantable catheter for the administration of chemotherapy. At the time of the procedure, a pocket is observed in the right clavicular area, so a fracture of the implantable catheter is suspected, the needle is removed and the patient is sent to the emergency room. Angiography of superior vena cava. Indication: patient with chemotherapy catheter fracture. Technique: after asepsis and antisepsis, with local anesthetic, puncture is performed on the right common femoral vein and 8 f vascular introducer is inserted. Angiographic series was performed after contrast administration, showing permeability of innominate veins and superior vena cava, with foreign body lodged between the right innominate and inferior vena cava, which showed movement related to the ventilatory cycle. After evaluation of the findings, the foreign body described was captured"

Manufacturer narrative:
Note: product reference 4430409 is not cleared for sales in the USA, but its catheter is similar to the product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports released in february 2021. Investigation results: we did not received the complaint sample nor the x-ray pictures for investigation. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this complaint. Catheter rupture is a known complication of the access port implantation that could have different root causes. This is a rare incident. No corrective action is currently envisaged.

Event description:
"Patient is admitted to the 24/7 day hospital service to enable her right implantable catheter for the administration of chemotherapy. At the time of the procedure, a pocket is observed in the right clavicular area, so a fracture of the implantable catheter is suspected, the needle is removed and the patient is sent to the emergency room. Angiography of superior vena cava. Indication: patient with chemotherapy catheter fracture. Technique: after asepsis and antisepsis, with local anesthetic, puncture is performed on the right common femoral vein and 8 f vascular introducer is inserted. Angiographic series was performed after contrast administration, showing permeability of innominate veins and superior vena cava, with foreign body lodged between the right innominate and inferior vena cava, which showed movement related to the ventilatory cycle. After evaluation of the findings, the foreign body described was captured".

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr 36974420 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of access ports released in february 2021. Investigation results: we received for investigation one celsite st201f access port from batch nr 36974420 with a 7 cm long piece of catheter still connected to the access port housing with the connection ring. The distal extremity of the catheter distal extremity facies is rough, irregular and it is flattened and ovalized. This proves that the catheter was kinked or pinched at this level during the implantation period. No manufacturing defect is visible on the received device. Dimensional measures: we have measured the returned catheter in order to check its conformity to our specifications. All the characteristics conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned device. The catheter was implanted via the subclavian vein, the catheter rupture occurred at 7cm of the access port housing the catheter is slightly flattened at the level of the rupture, the aforementioned element allows us to hypothesis that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to the rupture of the catheter: it is the pinch-off syndrome. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route and give recommendations to avoid premature catheter rupture. It is a rare incident (B)(4). No corrective action is envisaged for the moment.